Event description:
Pt underwent a multi-level lumbar decompression and pedicle screw fixation in 2004. During the procedure a small quarter-sized burn was noted in the mid-upper abdomen where the bovie grounding pad was found still attached to the pt. Approx 90% of the pad was found unattached to the pt at the time of the burn.